Event description:
E-2 heating unit hot pac reportedly burned a pt's foot during treatment. The attendee reported that the pac was placed in a chattanooga terry cover. The pac was then wrapped in three towels, material content of the towels was not conveyed. At some point during the treatment, application of the wrapped pac, the pt's foot was burned. No pt data, treatment parameters, and resulting conditions/parameters was provided. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Customer was instructed on how to verify the temp of the e-2 heating unit. The customer was also informed that the correct temp ranges are listed in the product manual. The customer check the unit and verified that the unit was operating within proper specs.